Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was on continuous midazolam (sedative ) infusion a spectrum pump showed that the bag only has about 30 mins left however, the bag was still full. The pump did not make any alarms and the tubing was observed not properly spiked. The patient started to wake up, which caused a spike in blood pressure. Once recognized, the sedation was adjusted and the patient was re-settled/sedated. The patient impact was short-term and non-sustained harm". No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and passed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log was reviewed and identified a midazolam infusion programmed on 03-11-25 at a rate of 3ml/hr and volume to be infused (vtbi) of 80ml. The infusion continued into 04-02-25. The user updated the infusion several times, up to 10 ml/hr and programmed multiple bolus doses. The user also experienced multiple "upstream occlusion!" And "air-in-line!" Alarms, which may have resulted from the reported improperly spiked bag and could have impacted flow. The reported condition was not verified. Instruction and warnings for preparing and priming an IV set may be found on page 40 of the spectrum operator's manual. Should additional relevant information become available, a supplemental report will be submitted.